Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed no observable damage. The event history log confirmed system fault occurred. Functional testing was able to replicate the reported issue; error code 41786 message was found in the device information folder but no red screen found. The root cause was determined to be the ui never came out of reset of the mpu board. Software applications were cleared and re-installed to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code 41786 with a red screen. The product fault occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.